Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) y-type blood/soln sets were coming apart at the bonded seam (spike disconnected from the tubing). This was identified during priming; one identified once the blood product was spiked and one when the tubing was about to complete prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: one (1) actual sample was received for evaluation. A visual inspection was performed and observed the spike came apart from the tubing. The solvent mark of the tubing was measured; did not meet per specification. A functional testing was performed with no issues noted. The reported condition was verified. The cause of the condition was due to a manufacturing issue. The remaining sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.